Event description:
It was reported that the patient had experienced a recent increase in seizures within the past few days, where the patient¿s seizures were back to baseline of pre-vns. The patient's device was interrogated and high impedance was observed. The patient underwent a full lead revision, where the surgeon noted that the lead was broken in 2 pieces in the neck area. Both the explanted lead and generator were discarded in the or after surgery. No other relevant information has been received to date.